Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, upon review of the session records, pause episodes were observed. Upon review of the electrocardiogram it was discussed that there was loss of electrode contact in the pocket. When the patient moves the device moves as well since it is in the tissue pocket. The issue was not able to be resolved since no procedure was anticipated and the plan was to monitor the device. Patient was asymptomatic and will continue with regular follow-up.